Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced chronic pain and had difficulty recharging the device independently. The patient expressed frustration with the recharging process, as it required remaining still for several hours, leading to the device being left uncharged for an extended period. Additionally, there were issues with poor or intermittent communication and telemetry with the device. The patient sought assistance from different pain clinics and received help from a representative to charge the device at one point. The patient was informed about passive recharge mode and advised to contact their healthcare provider for further assistance and potential reprogramming. The patient has a future appointment scheduled with their healthcare provider.